Event description:
Arthritis [arthritis], fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a patient (demographics was not provided), initial's unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection, (route of administration and dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient developed arthritis. The action with synvisc was not provided. The outcome of the event was not provided. Concomitant medication was not provided. The intensity of the event was not provided. The reporting physician did not provide the casual relationship between synvisc and the event. Follow up information was received on (B)(6) 2012 (additional information was received on (B)(6) 2012) from a physician providing information on patient's demographics, relevant medical history, suspect drug, one additional event and details of the event of arthritis (the reporter assessed the events of arthritis and fluid retention to be medically significant which updated the case to serious). The patient was a (B)(6) female, initials (B)(6), with gonarthrosis (grade 0). The patient's medical history was significant for operation of meniscus injury and osteochondral extensive defect (performed on (B)(6) 2012). On (B)(6) 2012, the patient indicated treatment with first synvisc (hylan g-f 20) injection, (route of administration and dosage regimen not provided, into right knee. On (B)(6) 2012, the patient received second synvisc injection into right knee. On (B)(6) 2012, the patient received last synvisc injection into right knee. On (B)(6) 2012, the patient developed arthritis accompanying fluid retention. On the same day, arthrocentesis was performed and 60 cc of fluid was aspirated from an unknown knee. On (B)(6) 2012, the patient revisited the hospital, however did not have arthrocentesis. The patient had not yet recovered from the events or arthritis and fluid retention. Relevant concomitant medications included loxoprofen sodium hydrate and rebamipide. The intensity for both the events was not provided. The reporting physician assessed the causal relationship between synvisc and both the events are definite.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.